Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred on (B) (6) 2008, during drain cycle 4. The patient's ultrafiltration reading was 924ml indicating the home pt (hp) drained 924 ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2924ml (2000ml + 924ml). During a follow-up call with the home patient's (hp) nurse, the nurse stated that the pt did not indicate experiencing any symptoms of fullness or discomfort associated with the incident. No further info is available. However, the nurse did state the hp is doing well and has been able to continue with peritoneal dialysis therapy without any complications. No pt injury or medical intervention was reported during the follow-up call with the nurse.

Manufacturer narrative:
(B) (4). Eval summary: the eval performed did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a reviewed of the therapy log data, the eval has determined the most probable cause of this overfill to be: insufficient drain/false empty detect and use error due to inappropriately setting the total ultrafiltration too low. The device will be routed to the service area.